Manufacturer narrative:
A ge representative evaluated the system and replaced the main computer memory. System operates as intended.

Event description:
Customer reported the system will not boot up properly. No pt injury was reported.